Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was some backflow in the valve of the vizigo sheath when taking the dilator out. When the sheath was replaced, the issue resolved. With the vizigo sheath no intervention needed, minimal blood loss and no patient hemodynamic instability. No surgical intervention or surgery was needed and no air entered the patient¿s body. No patient consequences were reported. The backflow is MDR-reportable. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Device appears in normal condition. Then, distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. Then, the test was repeated with positive pressure and no air leak or bubbles were detected. A device history record was performed and no internal actions related to the reported complaint were identified. The event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was some backflow in the valve of the vizigo sheath when taking the dilator out. When the sheath was replaced, the issue resolved. With the vizigo sheath no intervention needed, minimal blood loss and no patient hemodynamic instability. No surgical intervention or surgery was needed and no air entered the patient¿s body. No patient consequences were reported. The backflow is MDR-reportable.